Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that operating table trusystem 7000 moved with the floor locks on and without remote guidance. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the operating table trusystem 7000 the baxter technician thoroughly inspected the table and was unable to duplicate the reported issue. The table functioned as designed. However, if the reported event of a table moving while in lock position were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable. During the inspection of the operating room, the technician noted that the floors were very slippery. Whatever coating was applied to the floor is where the issue is. The floors are very slippery even with shoe covers on. This new coating was the reason of the slippery floor, causing our table to slide with just a little force. He shared his findings with the customer and recommended improving the floor sealing to enhance slip resistance.